Event description:
It was reported that an asymptomatic patient presented at an in clinic follow up. Upon interrogation, the right atrial lead showed p-wave amplitude variation, low impedance, and increasing capture thresholds. The lead was capped on (B)(6) 2021 and replaced. The patient was stable.